Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this pacemaker and competitor right atrial (ra) and right ventricular (rv) leads exhibited noise. It was noted that impedance measurements were within normal limits and stable. Noise was reproducible with isometric testing but not pocket manipulation; there were no reported instances of pacing inhibition. Non-detection was also observed on the rv lead resulting in unnecessary pacing in conjunction with the patient's intrinsic rhythm. Boston scientific technical services (ts) discussed additional considerations for troubleshooting the issue. No adverse patient effects were reported. This system remains in service.